Manufacturer narrative:
Analysis confirmed customer comment as multiple errors were found in log. However it was noted that there was no ventricular output. The main printed circuit board (pcb) was out of specification. C277 was damaged on the main pcb. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not operating as expected and was not functional. The external pulse generator (epg) was returned for calibration. There was no patient involvement.